Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: snaring of dislodged stent from patient. Device issue: stent dislodgement. It was reported that an attempt was made to cross a saphenous vein graft (svg) lesion, but the promus stent would not cross. As the stent delivery system (sds) was retracted into the guide catheter, the stent became dislodged from the balloon. It is unknown what type of guide catheter was used. A 'goose neck snare' was used to successfully retrieve the dislodged stent from the patient. The case was completed with a non-abbott stent. No additional event or patient information is available.

Manufacturer narrative:
(B) (4)